Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis and at the time of this report, the patient remained hospitalized. It was reported that the patient will not continue to be on pd therapy (date unspecified and no further detail was provided). No additional information is available.

Manufacturer narrative:
On an unreported date, the patient passed away. The cause of the death was not reported. It was not reported if an autopsy was performed. At the time of the event, the patient was no longer performing pd therapy; however, it was not reported if the patient had recovered from peritonitis prior to their death. Should additional relevant information become available, a supplemental report will be submitted.